Event description:
It was reported that during follow up, one episode of auto mode switch that was suspected to be due to noise was observed on the atrial channel. The patient will be monitored. The patient's condition was good.

Manufacturer narrative:
(B)(4).